Event description:
A user facility technician reported a system 1000 hemodialysis machine spontaneously changed dialysate proportioning ratio. Before a patient was connected to the machine, a high conductivity alarm occurred. It was then realized that the machine was not operating at the intended dialysate proportioning ratio. There was no patient injury or medical intervention associated with this incident.